Event description:
Caller reported blood glucose results of 250 mg/dl and 120 mg/dl on the aviva test system within 10 minutes. Reported blood glucose results in another incident of 281 mg/dl and 120 mg/dl on the aviva system within 10 minutes. Reported blood glucose results in a third incident of 256 mg/dl and 120 mg/dl on the aviva system within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the system; replacement was sent.